Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and printer. System operates as intended. (B) (4).

Event description:
Customer reported poor image quality on monitors and printed images. No patient injury was reported.